Manufacturer narrative:
(B)(4). Companion sample was returned for evaluation. Evaluation summary: this report for a system error 2240 (air in set) received one companion sample in reference to the alarm. Set was placed on machine for priming and run with no alarms noted. No manufacturing abnormalities were noted during visual inspection. The report could not be confirmed in the lab; therefore, the cause was undetermined. The batch review was performed on associated lot (h10h26097) with no issues noted. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, baxter cannot determine the root cause. A follow-up report will be submitted upon completion of the batch review, or if any additional information is received.

Event description:
A customer contacted baxter's technical service center and reported receiving system error 2240 (air in line) alarm on the homechoice (hc) machine during dwell 2 of 3. The technical service representative (tsr) assisted the home patient (hp). The hp did not observe any visual defects. The hp will complete therapy using manual supplies. The tsr advised to notify the nurse in the morning. Product surveillance contacted the patient on (B)(6) 2011. The patient stated that no defects were noticed with the supplies. No further information is available. No patient injury or medical intervention was reported.